Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the nozzle was clogged by tissue glue. The issue was found before a gastroscopy procedure. The user did not use glue during the procedure. The clogged scope was only feeding a small amount of air, and the air feeding time has been prolonged, but the field engineer reported that the scope can be used normally. There was a 2¿3-minute delay during the procedure, which was completed with the same device. The delay was short and there were no reports of patient harm.

Event description:
It was reported that the nozzle was clogged by tissue glue. The issue was found during preparation for use of a diagnostic gastroscopy procedure. The user did not use glue during the procedure. There was a 2¿3-minute delay during the procedure, which was completed with the same device. The delay was short and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information was added to the following fields: b5, d8, e1, g2, h3, and h6. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed as the field engineer reported that the scope could be used normally. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus could not specify the cause of the clogged nozzle because detailed information of tissue glue was not provided. However, it is presumed that the nozzle was clogged by unintended use of the glue from the following labeling review for a similar product, cook hemospray. Olympus presumes from the following investigation result that the user improperly handled the subject device after detection of defect, which led to procedure delay. However, the definitive root cause of the reported issue could not be determined. The event can be prevented by following the instructions for use which state: never use the endoscope on a patient if an abnormality is suspected. Damage or irregularity in the instrument may compromise patient or user safety and may result in more severe equipment damage. Hemospray would not adhere to biopsy channel because hemospray is supposed to be sprayed after catheter is inserted to the channel. Suctioning hemospray is forbidden to prevent scope channels clogging. The IFU includes no description on how to clean a scope in case hemospray adheres to scope channels. Olympus will continue to monitor field performance for this device.